Event description:
Patient experienced pain shortly after collagen treatment in chin depression. Event soon progressed to dry, crusty eschar. Physician has diagnosed necrosis at injection site, and has prescribed oral keflex and topical gentamicin to prevent potential for secondary infection.